Event description:
The customer reported that the tube hv well and cable ends were burned. No patient injury was reported.

Manufacturer narrative:
The ge service rep found that the unit had burned wells in the tube and customer requesting replacement of tube and eval of cable. The rep replaced the tube and checked ma null and did fil cal followed by hv test which after 5min system called overload fault. He conferred with customer and replaced the hv cable on the following day.